Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. The customer declined troubleshooting and was unable to confirm if the pump turned on when plugged into a power source. There was no information provided regarding the customer's blood glucose level. Although tandem technical support instructed the customer to call back when available to troubleshoot, the customer declined.